Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was kinked and failed to open in the middle section. The patient was undergoing a neurointerventional minimally invasive surgery, blood flow-directed dense mesh stent implantation for a posterior communicating segment of the right internal carotid artery aneurysm. The access vessel was the femoral artery with a 6 mm diameter. It was noted the patient's vessel tortuosity was severe. It was reported that femoral artery puncture was performed, and with the assistance of a 0.035-inch glidewire and a 125 cm multipurpose angiographic catheter, the 8f guiding catheter successfully reached to the common carotid artery. The intermediate catheter then reached to the cavernous segment, and the phenom 27, guided by a 0.014-inch wire, was successfully delivered to the ipsilateral m1 segment. Based on 3d measurements, the pipeline stent was selected. After thorough hydration with high-pressure normal saline, the stent was smoothly delivered to the ipsilateral m1 horizontal segment. The straight segment of the middle cerebral artery (m1) was selected for distal stent deployment, and the tip end of the stent opened smoothly, with everything proceeding well at this point. However, as the stent passed the opening of the anterior cerebral artery (a1), the stent became severely flattened, which could even be described as kinked. According to standard procedure, further deployment, overall manipulation, increasing and decreasing tension, retrieval and redeployment, and other maneuvers were performed, but the stent still did not open properly. These steps were repeated several times, but the stent still could not be opened, so the entire device had to be withdrawn. A new non-medtronic stent catheter and a new pipeline stent were then used instead, and the previous steps were repeated. This time, there were no issues: the tip end opened smoothly, and the mid-portion also opened after a series of maneuvers. The procedure was successfully completed. Therefore, the problematic pipeline stent and phenom 27 were submitted for complaint handling. The pipeline was not positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than 2 times. Additional steps were taken to open the pipeline, such as deploying a longer segment, waiting, push-pull manipulation, and overall increasing and decreasing tension. The pipeline was resheathed and removed from the patient with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a sheath: 8f 90cm guiding, a guide catheter: microport x-track intermediate catheter, 6f, 115 cm, a microcatheter: phenom27 150cm, and a guidewire: xinwei guidewire, 0.014 inch,200cm.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found fully open with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found fully open with no damage. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates it as a potential cause. In this event, the severe vessel tortuosity may have contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. There was no friction or difficulty during delivery or positioning. Delivery and retrieval were normal with no resistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.